Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) was unable to be interrogated over conductive telemetry. A different lp was used to complete the procedure. The patient was in stable condition.